Manufacturer narrative:
Ge service rep performed an on site investigation. After the generator cal files were reloaded and further adjustments, the dose was reading within specifications. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed the physicist inspection for dosage. No injury reported.